Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a primary total hip, while inserting a screw through the pinnacle cup, the surgeon noted the knuckle on screwdriver shaft had come off.

Manufacturer narrative:
The device associated with this report was not returned. A previous investigation found the root cause is attributed to product design; the design allows a clearance fit where the pin could be removed or dislodged during use. A complaint database search finds no other reported incidents against the provided product and lot combination. No corrective action taken at this time. Complaints will be monitored under post market surveillance sep 419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.